Event description:
Medtronic 780g insulin pump running smartguard 4 software delivering novolog insulin vie medtronic extended reservoir and cannula/set. User experienced under-delivery of insulin causing abnormally high blood glucose. Additional insulin boluses delivered via the medtronic pump failed to control excessively high blood glucose. Injection of 2 units of novolog insulin via syringe brought blood glucose down by 30 mg/dl within 15 minutes following injection. This proved the insulin to be effective. This indicates a failure of the medtronic system to deliver insulin properly. Additional injections of insulin by syringe over several hour period brought blood glucose back into proper range. Upon examination of the medtronic insulin delivery reservoir, tubing and canula, it was determined that 75% of the delivery tubing had no insulin present in the tubing. There was only a minimal amount of air bubbles in the insulin reservoir indicating that air in the reservoir was not the source of the under-delivery. Conclusion: the medtronic extended reservoir malfunctioned resulting in under-or-no delivery of insulin. Replacement "set" (reservoir, tubing and cannula with insulin sourced from the same novolog vial as originally) functioned as expected into the following 24-plus hours yielding normal blood glucose levels. Furthermore, this incident was preceded by two days by external leakage of insulin from a medtronic cannula "set" resulting in insufficient delivery of insulin subcutaneously. This caused an abnormal rise in patient's blood glucose.